Manufacturer narrative:
D4 - the UDI and related information is not provided as the serial number is unknown at this time. Diligence attempts are being performed to retrieve the serial number. H4 - the manufacture date is not provided as the serial number is unknown at this time. Diligence attempts are being performed to retrieve the serial number. Per the perfusionist, if the air line extenders were removed on the intake of the epgs, the issue was mitigated.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) kept requiring another calibration after passing calibration. As a result, an alternative device was employed. The surgical procedure was competed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. After a successful calibration, the epgs would function normally and then a calibration message would appear. Per the data logs, the oxygen (o2) sensor was reporting 'o2 sensor and blender disagree' and 'o2 sensor out of range at calibration'. The o2 sensor was not reporting a voltage reading causing the system to need to be recalibrated. The o2 sensor did not operate as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the electronic patient gas system (epgs). All verification checks passed. The unit operated to the manufacturer's specifications.